Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Manufacturer narrative:
Conclusion: removed existing power load system and replaced with a new power load.

Event description:
It was reported by service report that the power load is getting stuck in the ambulance and will not unload the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the power load is getting stuck in the ambulance and will not unload the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.